Event description:
Customer reported that the insulin pump was not vibrating when it should have been. The blood glucose reading was 143 mg/dl. He stated that the battery was not low. He stated that the insulin pump did not vibrate during the vibrate test. He also reported that the battery cap was stripped. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with battery cap damage due to stripped coin slot. The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with no vibration due to a broken vibrator wire. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.